Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances a year ago. This resulted in a lead safety switch(lss) which switched the pace/sense configuration from bipolar to unipolar. Additionally, this lead exhibited noise that was being oversensed which caused pacing inhibition of less than two seconds. Subsequently, this lead was surgically abandoned and replaces successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).